Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). Device manufacture date: unknown as lot # is unknown. Event evaluation: no product was returned; however, a review of the complaint history, instructions for use (IFU), quality control and trends was conducted during the investigation. The customer was not able to report the full rpn or lot number of the complaint device, only that a 24fr thalquick was used. Based on customer testimony and recent orders, we believe the complaint device to be the chest tube from the thal-quick chest tube set, c-tqts-2400 or tray c-tqtsy-2400. The complaint device would be the tqt-24.0-41 thal-quick drainage catheter. There is no evidence to suggest that the device was not manufactured to specification. The product is shipped with IFU which provides device description, insertion instructions, warnings, and precautions. The IFU contains the following warning, "over insertion of the needle and/or dilators may result in serious harm to the patient." In step 4, the IFU states, "advance the introducer needle over the superior border of the rib and into the pleural space. Fluid or air should be aspirated to verify an intrapleural position." Additionally the IFU contains the following notes, "due to anatomical variations in chest wall thickness, insertion depth of introducer needle, wire guide, and dilators will vary from patient to patient.", and "the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide.". Due to the lack of rpn and lot number information, we are unable to search for production nonconformance data and field complaint data associated with the production lot of the complaint device. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a chest tube insertion for removal of fluid on a male patient, the resident placed a needle into the chest cavity and unknowingly pierced the left ventricle of the heart. They continued with the procedure. When they realized that the tube was in the heart, there was a lot of blood coming out of the tube. The user clamped the tube and took the patient to the operating room where surgery was performed. Anterior thoracotomy was done to remove the chest tube and fill up the heart. The patient is now stable and going to rehab.

Manufacturer narrative:
(B)(6). The event is currently under investigation.

Event description:
During a chest tube insertion for removal of fluid on a male patient, the resident placed a needle into the chest cavity and unknowingly pierced the left ventricle of the heart. They continued with the procedure. The chest tube was placed into the left ventricle of the heart. When they realized that the tube was in the heart, it was noticed that there was a lot of blood coming out of the tube so they clamped the tube and took the patient to the operating room where surgery was performed. Anterior thoracotomy was done to remove the chest tube and fill up the heart. The patient is now stable and going to rehab.